Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer kept receiving no delivery alarms. Blood glucose value was 434 mg/dl at the time of the incident. Troubleshooting was performed and the customer stated they changed out the infusion set and continued to have issues. The device will be replaced but not returned.